Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
It was reported that the insulin pump has cracks. The device was not bumped or dropped. It was stated that the crack is on the display screen and the reservoir compartment. Blood glucose value is 11 mmol/l. Nothing further reported.